Manufacturer narrative:
Other relevant device(s) are: product ID: 9733763, serial/lot #: unknown, ubd: unknown, UDI#:unknown. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that after the software was installed successfully, a manufacturer representative was able to complete a registration. However, upon re-launching the application a second time the screen turned white. The representative hard shutdown the system, as soft reboot was not working, and upon launching the application again, it went into a white screen. The representative was unable to yet again do a soft reboot and there was no mouse cursor was present on the screen either. The representative went into the application a third time successfully and was able to proceed into registration without issues. The system was restarted one time and the behavior repeated once again. The representative proceeded to uninstall and reinstall the application. Reinstalling the software resolved the issue. Several logins were done without any problem. There was no patient present when this issue was identified.

Manufacturer narrative:
A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system was performing as intended. The system passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.